Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda and tissue injury appear to be related to patient condition (friable leaflets). The reported mitral regurgitation appears to be a cascading event of the slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention, and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr) and flail for a mitraclip procedure. Two clips were implanted and the mr was reduced to grade 1+. One week post-procedure, on (B)(6) 2023, the patient returned for a follow-up transesophageal echocardiogram. A single leaflet device attachment (slda) was observed. On (B)(6) 2024, a second clip intervention was performed to stabilize the slda and reduce the mr.